Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, device interrogation showed episodes of noise. The cause of the noise is undetermined. The patient condition was good at the end of follow up and will be monitored.